Event description:
Reportedly, this ring was explanted after approximately a 2 year, 2 month implant duration due to severe mitral insufficiency.

Manufacturer narrative:
H6: #86 ; device not returned.